Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged (popped out). As a result, the balloon would not remain inflated. The balloon was reinflated and the staff held the valve with the finger to hold the air. The procedure was continue and completed with the same device. The hospital did not report any pt complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product, there was no nonconformance associated with the lot umber. (B) (4).